Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that multiple parts were replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. The I/o hub was returned to the manufacturer for analysis. Analysis found that the returned part was found fully functional after testing. The power cable was returned to the manufacturer for analysis. Analysis found that the cable was found to be in good condition and passed a continuity test with no opens or shorts. The usb a to usb-b cable was returned to the manufacturer for analysis. Analysis found that the cable was found to be in good condition and passed continuity test with no opens and shorts. The field generator was returned to the manufacturer for analysis. Analysis found that the issue could not be replicated. When connected to a test system for testing. The system remained in green status during all testing. Flexing the cables does not indicate any intermittent opens. No fault found. The axiem integrated port was returned to the manufacturer for analysis. Analysis found that when the part was connected to a system with ent application for testing. Registration, tracking and accuracy remained normal on all ports throughout duration. The tools were connected and disconnected from each port multiple times and the system remained functional and maintained a green status. The axiem communication internal cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found to be in good condition with no physical damage. The cable passed a continuity tests with no opens or shorts. The power supply enclosure assembly was returned to the manufacturer for analysis. Analysis found that when connected to ac the returned power supply had no had no output for the 5v and 9v ports. The 12v had normal output. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem box was not communicating with the computer. The axiem had an 8 on the side and the emitter details showed that the axiem was not communicating. The system was rebooted, the emitter was reseated with no resolve. The em interface showed power faults and ctr ¿not ready¿. The usb view showed that the axiem was connected to the system, but the I/o could not be seen. Reseating the connections did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: manufacture date provided. Correction: unique device identification(UDI) updated to proper value.